Event description:
The pt received an scs sys on (B)(6) 2009. It was reported that the pt observed low battery warning sign. It was probably due to battery passivation. The customer svc rep cleared the low battery flag. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.